Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable causes of the reported event blackout occurred due to the cr board (printed circuit board) failure, and illumination failure occurred due to the front panel led (light-emitting diode) failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit experienced a blackout and illumination failure. There was no patient involvement.